Event description:
It was reported that a spectrum was experiencing incorrect entries. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the ok, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 key to be inoperable caused by a failed keypad. It was observed that when remaining functional keys are selected, an automatic output of the ok key will occur following the selected key's function. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.